Event description:
A pt reported blood glucose results of 902 mmol/l and 5.7 mmol/l92 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l , thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.